Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to intensive care unit of hospital due to diabetic ketoacidosis and a blood glucose (bg) level that was displayed as ¿high¿; however, a specific value was not provided. At time of report with tandem technical support, the customer was still admitted to hospital. Reportedly, a malfunction alarm occurred. No additional patient or event information was provided. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond.